Event description:
Information was later received that this lead was surgically abandoned due to a lead fracture.

Event description:
Boston scientific crm received information that this right atrial lead tripped the lead safety switch due to impedance measurements greater than 2500 ohms. Additionally, the lead was not capturing or sensing. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.